Manufacturer narrative:
Additional information has been requested regarding the reported incident. The investigation is ongoing; a final report will be submitted up completion.

Event description:
A other health care professional contacted technical service to report that the likorall 242 s, white had an issue, it was reported the sling bar hook detached from the adapter 22 during a transfer leading to a patient fall. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
The service technician inspected the lift. No problems were found with the lift or the sling bar (item 3156085, universal slingbar 450 with quick-release hook). The service technician was contacted for additional information about the event. He confirmed that the sling bar hook detached from the adapter 22, causing the patient to fall to the floor. Based on the provided information, this issue is determined to be caused by user error (sling bar with quick-release hook incorrectly attached to adapter 22). A new sling bar was ordered and training was scheduled with the users. Universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. This issue would be likely to cause or contribute to a death or serious injury if this were to recur.

Event description:
A other health care professional contacted technical service to report that the likorall 242 s, white had an issue, it was reported the sling bar hook detached from the adapter 22 during a transfer leading to a patient fall. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.